Event description:
The lay user/pt contacted lifescan on 6/4/07 and alleged that he did not receive his replacement for his one touch ultra meter for which he had initially called three days earlier. The date of report, he again alleged that he was getting an error message. The medical affairs specialist (mas) called and spoke with the pt one day later and obtain additional info. It was discovered that the street name was spelled incorrectly; and therefore, the pt had not received the replacement meter package. It was rerouted to the correct address. However, when the mas spoke with the pt, he mentioned that he was receiving the error message (unk error message) since ten days earlier. Therefroe, he was not able to test his blood glucose which he normally tests 4 times/day since 5/2007. Two days later, at 6:00 pm, the pt felt "high, faint, about to pass out". He attempted to test on the reported meter, but received the "error" message. He knew that these were high blood glucose symptoms for him and therefore took 4 units of novolog (usually takes 4-6 units if his blood glucose is high) and went to the emergency room. The ER meter result upon arrival was 340 mg/dl, and he was given another shot of insulin (type/dosage is not known). He was kept the ER till 6:00 am the next morning. The pt again visited the emergency room the following month at 5:30 am since he was experiencing the "same symptoms and also had breathing problems". He had attempted to test on the meter prior to going to the ER, but had received the "error" message. He had again taken the 4 units of novolog insulin. At the ER, his blood glucose was "over 300, almost 400" mg/dl.he was treated with insulin and released later that evening. The next day, the pt again was feeling the "same way", but did not go to the emergency room. He took 6 units of novolog insulin and felt better. He also takes per his regimen 40 units of lantus taken every night, which the pt took during the time he was not able to test on the meter. At the time of troubleshooting, it was verified that this was not a new product. The pt was walked through resolving the error message and it was resolved at that time. However, the pt mentioned to the mas that he again started getting the error message and was not able to test his blood glucose. This complaint is reported because the pt alleged an error message issue which was unresolved and alleged he required treatment with insulin after experiencing symptoms with hyperglycemia on two occasions while unable to test.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.